Event description:
It was reported that patient experienced a (B)(4) infection following pump implant. It was indicated that the pump was explanted three weeks later. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: 2011 (B)(6), explanted: unk; programmer: 8835, serial #: (B)(4). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's pump and catheter were re-implanted in (B)(6) 2012. As of (B)(6) 2012, there were no patient complications. It was also noted the patient had a history of (B)(6) infections. The device system was used to deliver dilaudid.